Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter lh750 hematology analyzer generated erroneously low hemoglobin (hgb) results with not instrument generated flags. The erroneous results were not reported out of the laboratory. Repeat testing on an alternate instruments produced normal hgb results, which were considered correct and reported out of the laboratory. Review of data shows that the mch and mchc were also affected due to the falsely low hgb. There was no death, injury, or change to patient treatment attributed to this event.

Manufacturer narrative:
Sample collection and storage information was not provided. Controls were run before and after the incident and recovered within assay ranges. The instrument is currently within qc specifications with respect to controls and reproducibility. Service was dispatched on (B)(4) 2011. The field service engineer (fse) found the actuator of vent line (vl 6) was sticking, preventing the sample from getting in the hgb cuvette. He lubricated the actuator, checked the hgb lamp, cuvette and sensor and voltages and all were all ok. He also flushed the hgb blank line from backwash tank to solenoid (sol. 18) with bleach and water. He cleaned vc 37 for the pressure used in the hgb blank and performed hgb lamp adjustment and verified repairs per established procedures. The root cause for the low hgb recovery was due to the actuator of vent line (vl 6) sticking, preventing the sample from getting in the hgb cuvette.